Event description:
This rv lead was implanted on (B)(6)2001 and remains implanted at this time. This is noted on (B)(6) 2014 due to ventricular undersensing with rwave 3.4mv, sensing adjusted from 2.5mv to 2.0mv.the ventricular lead is stable.the physician is unknown at (B)(6)clinic in australia. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).